Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01256. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007 for the treatment of stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was noted that the patient underwent cystoscopy under anesthesia on (B)(6) 2008 due to pelvic pain and urinary retention. It was noted that the patient ¿has thin vaginal epithelium with palpable mesh on the anterior wall with no signs of erosion.¿ ((B)(6) 2008). It was reported that the mesh was removed on (B)(6) 2010 due to erosion, pain, bladder pain, incontinence and inflammation.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a surgical procedure to treat stress urinary incontinence and bladder prolapse on (B)(6) 2007. The mesh was removed on (B)(6) 2008 and (B)(6) 2011 due to erosion, pain, bladder pain, incontinence, inflammation. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.